Manufacturer narrative:
H.6. Investigation: bd had not received samples or photos from the customer facility for evaluation. A review of the device history record was completed for the incident lot and, based on this review, all product specifications and requirements for lot release were met; there were no related quality non-conformances during manufacturing of the product. H3 other text : see h.10

Event description:
It was reported that retraction failure occurred during use with a bd vacutainer® ultratouch¿ push button blood collection set. The following information was provided by the initial reporter, "it was reported that the needle failed to retract completely. It was also reported that two butterflies were retracted in the package. Per email: since (B)(6) , I have received the following complaints from (B)(4) different collection areas regarding the products listed below. Each of the items were disposed, except for the 25g butterfly, so I will need to return that item. - 21 g; bd #367365; lot #9150625; inpatient tech reported that needle failed to retract completely into the hub when button was pushed; no injury occurred - 21 g; bd #367365; lot #9158945; inpatient tech reported that 2 butterflies were retracted in the package; no injury occurred" 1 of 3 complaints. 3 occurrences were reported.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. There were multiple lot numbers reported to be involved. The information for each lot number is as follows: medical device lot #: 9150625. Medical device expiration date: 2021-05-31. Device manufacture date: 2019-05-30. Medical device lot #: 9158945. Medical device expiration date: 2021-05-31. Device manufacture date: 2019-06-07. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that retraction failure occurred during use with a bd vacutainer® ultratouch¿ push button blood collection set. The following information was provided by the initial reporter, "it was reported that the needle failed to retract completely. It was also reported that two butterflies were retracted in the package. Per email: since december 6th, I have received the following complaints from 2 different collection areas regarding the products listed below. Each of the items were disposed, except for the 25g butterfly, so I will need to return that item. 21 g; bd #367365; lot #9150625; inpatient tech reported that needle failed to retract completely into the hub when button was pushed; no injury occurred. 21 g; bd #367365; lot #9158945; inpatient tech reported that 2 butterflies were retracted in the package; no injury occurred." 1 of 3 complaints. 3 occurrences were reported.